Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
During follow up for an unrelated issue on (B)(6) 2012, the home patient's (hp) care giver (cg) reported that the home patient had recently been released from the hospital where he was diagnosed with peritonitis. Follow-up information was obtained from the hp's registered nurse (rn) on (B)(6) 2012 who stated that the hp was hospitalized from (B)(6) 2012 to (B)(6) 2012 for peritonitis which the hp acquired due to touch contamination and poor aseptic technique (no additional details were available). The hp was treated with vancomycin intraperitoneally (ip) (doses, and lot numbers not reported), the hp received the last dose of vancomycin (B)(6) 2012. The hp is listed as recovering from the peritonitis event. The rn stated the peritonitis had nothing to do with baxter solutions, devices or disposables and was caused by poor aseptic technique by the home patient.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.